Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an improper peel of ptfe introducer was confirmed but the exact cause remains unknown. One 5 fr peel apart sheath was returned for investigation. The dilator was not returned. The sheath was returned fully peeled. Microscopic observation of tabs revealed the material to be unevenly partitioned between the two tabs. Wrinkling and stretching of the grey sheath material was also observed. The wrinkling and narrowing of the sheath suggests exposure to tensile force which may have been caused by the difficult peel. A review of the device history/manufacturing records could not be conducted as the lot number was not provided for the component. Photos of the returned sample will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation: complaint due to ¿difficult to peel away sheath¿ was confirmed but exact cause remains unknown. According with the photo evaluation performed at reynosa facility and gross visual and microscopic visual evaluation performed at vad lab the following was concluded: the complaint of an improper peel-away was confirmed. However, based in our evaluation the exact root cause could not be determined. It is unknown if clinical or manufacturing procedure issues contributed to the reported event taking in mind the condition of the received sample. Therefore, the cause of this condition remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was difficult to peel away sheath from catheter as the handles of the peel-apart sheath was too hard to peel away. There was no patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was difficult to peel away sheath from catheter as the handles of the peel-apart sheath was too hard to peel away. There was no patient injury.